Event description:
It was reported that a physician's handheld loses power in about two days. A replacement handheld was sent to the physician. Product return and analysis is pending.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.